Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05109. It was reported a pericardial effusion and tamponade occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but did not meet the release criteria. Therefore, it was fully recaptured and removed from the patient. It was exchanged for a 30mm watchman ® laa closure device, which was successfully implanted. There was no effusion noted on the echocardiogram. About two hours post procedure, a code blue was called on the patient because they went into cardiac arrest. There was no EKG strip documenting no rhythm. Chest compressions were performed and the code blue was cancelled. An echocardiogram was performed post chest compressions which noted a pericardial effusion and tamponade. About 800ml of fluid was tapped from the pericardium. The patient was doing better the next couple of days, but had a pleural effusion where one liter of fluid was tapped out. As days went on, the patient developed a hemothorax and three liters of fluid was tapped out. On (B)(6), the patient developed bradycardia with pulseless electrical activity (pea). Per the patient's wishes, no efforts were made to resuscitate the patient and the patient passed away. The cause of death was documented as bradycardia and pea.